Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6 - type of investigation, investigation findings, investigation conclusions and h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of complaint history determined that no further action is required as no trends were identified. The reason for the shoulder revision reported is likely due to rotator cuff failure as reported. Contributions from patient-related issues, soft tissue tensioning, and/or component positioning or sizing issues to the reported event cannot be determined from the reported information. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10) concomitant devices: 312-01-47 - resurfacing humeral head 47mm, 312-01-01 - resurfacing cage, 25mm, 314-13-02 - equinoxe cage glenoid small, alpha. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 1 year(s), 8 month(s) and 30 day(s) post-operative of a left tsa, it was reported via clinical study that the patient experienced subscapularis tear. Patient has had pain since (B)(6) 2024. A lot of falling. Approximately 7 months following the onset of the subscapularis tear, the patient underwent a standard total resurfacing humeral head revision with the reported removal of the glenoid and resurfacing humeral head. The outcome is now considered resolved and the case report form indicates that this event is definitely not related to the device(s) and possibly related to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.